Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera does not capture. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of capture malfunction could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in. Thirty video clips and stills were captured and saved to flash drive during burn-in with no faults or errors. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No power or signal loss occurred during 6 hour testing. All live video outputs normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined due to the malfunction was not duplicated during the testing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.